Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through a series of steps to check and clean the components of the pump, leading to a successful completion of the load process, allowing the customer to resume insulin delivery.